Event description:
A customer reported to the technical solutions center (tsc) that multiple vitros iron (fe) assay requests were processed from a vitros alt slide cartridge. This meets health and safety criteria as slides were processed from a cartridge other than the intended cartridge. Seven sequential patient samples followed by two quality control (qc) samples were tested for vitros fe using the wrong slides and all nine samples produced vitros fe results of <1.8 ug/dl. Results for the first six patient samples were reported outside of the laboratory. Corrected reports were issued and there was no allegation of harm or treatment based on the results. (B)(4).

Manufacturer narrative:
The investigation has determined that multiple samples were processed for vitros fe using slides from a vitros alt slide cartridge. The assignable cause is an instrument issue. The instrument software did not respond to a user error and properly recover the inventory contents of the slide supply. The 5,1 fs reagent management software misidentified the slide cartridge located in the slide supply. Ocd is continuing to investigate this malfunction to determine appropriate corrective and preventative actions.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).